Manufacturer narrative:
Device investigation narrative - one 2.6mm fluted drill with depth stop was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill tip has broken off. The break shows no material voids. The break is angular in nature. The drill is scored in a circular manner in several places along its length. Dimensional inspection of all attributes of the drill that could be measured were found to meet print specifications. Drill was tested for material condition and confirmed to meet the print specification. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the fluted drill bit broke during the procedure. Sales rep noticed the end 15-20mm of the drill bit was missing. The missing tip was found in the patient by x-ray. The surgeon used an alligator grasper to pull it out. There was no report of patient injury, and an estimated delay of approximately 30-60 minutes associated with the alleged event.